Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation there was a possible scratch on the lens. Additional information ha been requested and received stating that the procedure was completed on the same day and the cause of the event was plunger overriding the lens.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and viscoelastic. The account also indicated the use of a non-qualified, non-company handpiece. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).